Event description:
After an implantation period of 15 months inappropriate shocks were reported. Noise was found in the ventricular channel. The lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular from 55.5 cm to 56.5 cm distal to the df4 connector pin the insulation was found rubbed through. In this region the conductor cable to the ring electrode demonstrated a fracture. This damage can be considered as the root cause of noise which led to shock delivery as reported in the complaint description. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. The analysis did not reveal any sign of a material or manufacturing problem.